Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit printer suddenly stopped working. The ICU nurse called clinical support line for assistance . The nurse had already tried replacing the paper, turning it the other way, closed the door completely and confirmed there was a small amount of paper pulled out when the door was closed. The nurse was advise to switch to another pump if needed printed strips. The nurse was advise to send the pump to biomed. There was no patient harm reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.